Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened and used enlite-serter. Performed insertion test using a new enlite sensor and rubber skin. Enlite-serter passed the test according to specifications. Enlite-serter connects and releases properly.

Event description:
It was reported that the sensors are getting stuck in the serter device. The needle gets stuck in the serter. The blood glucose reading is 200 mg/dl. The serter did not release the sensor after the second button press. Customer has treated the high blood glucose with bolus. Customer inserted the sensor and started to bleed profusely. The bleeding stopped and she inserted another sensor. Nothing further reported.